Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were "hi" (33.4 mmol/l or above), 15.8, 10.7, 7.4, 6.8, 10.3, 7.6 mmol/l. Tests were done within 20 minutes with a difference of 75%. Patient did not experience any adverse events. No further information has been reported.